Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not open after firing. The surgeon removed the instrument with manipulation. No pt injury was reported.

Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.